Event description:
It was reported that, after a thr surgery had been performed, there patient experienced an infection. A revision surgery was performed to remove the cup. The patient outcome is unknown.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. According to clinical/medical investigation, a revision of the liner and femoral head was performed due to ¿an indication that an infection was present¿. Details of the primary tha are unknown. S+n has not adequate documentation to fully evaluate the root cause of the reported event; however, the revision was reportedly due to infection. The patient impact beyond the reported infection and subsequent revision could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.